Manufacturer narrative:
The initial result of sample 1 did not match the patient's clinical history. The customer alleged discrepant results for an additional 14 patients' samples tested with crea2 assay on cobas 8000 c702 analyzer when compared to a different analyzer. Refer to the attachment for all patients' data. No questionable results were reported outside the laboratory. All the 15 samples were then repeated on another analyzer. The repeat results were deemed to be correct. A reagent issue can be excluded as no further issues were reported with this lot number. The field service engineer (fse) checked and cleaned the tubes, the gear pump, the volume adjustment washing units, the adjustment of the reagent pipettes, and their washing stations and the probes. Droplets from the leaky or blocked cell rinse waste contaminated the cuvettes and influenced the reaction. The tubes also got clogged over time. Precision studies were performed and they were within specifications. The service actions done by the fse, the instrument performed within specifications. The root cause of the event was consistent with a maintenance issue.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for multiple patients' samples tested with creatinine gen.2 (crep2) assay on a cobas 8000 c702 analyzer. Discrepant results for 1 patient's serum sample were provided. Initial result: 480 umol/l. On (B)(6). 2023 the repeat result was 74 umol/l. The repeat result was deemed to be correct.